Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem could not be duplicated. In addition, the focus ring was cracked, and labels were missing from the scope connector and rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.

Event description:
A customer reported poor image quality from the 4k camera head. There were no reports of patient harm.